Event description:
It was reported that the radiofrequency programmer head was not working, but the programmer head was changed out and the situation did not resolve. It was further requested that the programmer receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not interrogate. The programmer failed telemetry functional testing. The head connection on the link electronic module (lem) circuit board was loose, also the connection on the main processing unit (mpu) to the lem board was loose. (B)(4).